Event description:
It was reported that while the surgeon was impacting the cup the strike plate disengaged from the offset handle. No delay or impact to the patient reported. Backup was available.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The strike plate fractured off the device and was returned. The device was manufactured in 2009 and exhibits signs of extensive wear/usage. This was likely due to fatigue loading of the weld joint caused by repeated impacts. This failure mode has been previously identified. Since the manufacturing of the complaint device, design and process changes have been implemented to eliminate/ reduce the occurrence of this failure. The returned product was produced before this change was in effect. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.